Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that ten infusion sets fell off during use on (B)(6) 2024. Infusion set was in use for 1 - 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information provided.

Manufacturer narrative:
Initial and final MDR (B)(6).